Event description:
It is reported that the pt's left femur had failure of the distal screws, which were removed. Right femur had non-union with failed plate and screws. Intra-operatively surgeon noted three broken screws.